Event description:
It was reported that during a vascular procedure, there was not a clip in the jaws when the surgeon first went to fire the device. It damaged the vessel. The damage was repaired with more clips. These are all the details provided. No adverse impact to the patient. No return device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.